Event description:
It was reported that the customer experienced intermittent, on-going elevated blood glucose (bg) levels of 518 mg/dl. Reportedly, the cartridge had been used beyond labeling. Tandem technical support educated the customer on insulin labeling. Customer administered a correction bolus via the pump as well as a correction injection to address the bg.